Event description:
It was reported that the cable of the tenaculum forceps instrument is broken. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable is broken near the proximal pulleys and the proximal clevis cable hole. The pulley spins freely. The proximal clevis cable hole exhibits slight wear on one edge. The other cables at the wrist are not damaged. The cable wear on pulleys/clevis combined with high grasping force most likely contributed to the breakage. Engineering also found that the distal end of the main tube has a 2" long section with material removed on one side of the tube. The damage area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damages were most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.